Event description:
It was reported that following a coronary drug eluting stenting treatment procedure a sub-acute thrombosis occurred. No other info was provided. Additional info was requested from the facility; however, the facility had no additional info to provide since they could not identify the case with this limited information.

Manufacturer narrative:
H6. The delivery device was disposed and the stent remained in the pt. Therefore, no analysis could be performed. Because the batch number for this complaint is unk, the shop floor paperwork could not be examined. The cause of the difficulties stated in the complaint could not be determined.